Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the unit powered on by itself. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the battery was previously replaced. The technician recommended that the customer replace the power management board.

Manufacturer narrative:
G4: 07may2020, b4: 08may2020. The customer reported that they ordered the user interface (ui) board and cable. Multiple attempts were made to follow up with the customer to confirm if unit has been repaired; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.